Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient had experienced the infusion set tubing detached from the reservoir event on (B)(6) 2023. The infusion set detached on the second day of use while sleeping. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 12-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for click and static pull base-connector. All test results were within specifications. The batch record 5390992 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed from, which requires additional activities not included in the original investigation dated 07/nov/2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11/mar/2026 against lot number 5390992 and similar malfunction codes: leak between tubing and pump connector/hub - detachment/significant wetness, tubing detached from hub, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The review confirmed that lot #5390992 and the identified failure mode are not associated with any non-conformance report (ncrs) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 11/mar/2026 against lot number criteria equal 5390992 and similar malfunction codes: leak between tubing and pump connector/hub - detachment/significant wetness, tubing detached from hub, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The number of complaints is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot #5390992 was manufactured according to work instruction (wi) version 71.0 and manufactured in the m12, on 16/jun/2022, with a total of (B)(4) units. The sub-assembly: assembly lot 5391965 was manufactured according to the wi version 23 and assembled in the quickset line, on 16/jun/2022, with a total of (B)(4) units. Lot 5391966 was manufactured according to the wi version 23 and assembled in the quickset line, on 17/jun/2022, with a total of (B)(4) units. The sub-assembly: gluing of tubing lot 5391948 was manufactured according to the wi version 37 and manufactured in the machine mp04, mp05 and mp08, on 14/jun/2022, with a total of (B)(4) units. The DHR was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.